Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, device analysis could not be completed. However, a leak was reported from a homechoice cassette which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. The home patient stated that a leak was observed, however, the location of the leak was not identified. During troubleshooting, renal therapy services (rts) assisted the patient in clearing the alarm, and setting up with new supplies. Rts referred the patient to contact their healthcare professional to finalize the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.